Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019.

Event description:
The customer reported that the touch screen would not function and would not calibrate. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 06 november 2019. Date of this report: 07 november 2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 2031642-2019-08182 was submitted.